Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime, and displacement tests. The pump was received stuck in motor error alarm loop during bolus delivery and motor position encoder error alarm was confirmed in the file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump was received with missing end cap sticker, minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer's blood glucose level at the time of incident was unknown. The customer was assisted with troubleshoot, and a motor position encoder error was noted. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.